Event description:
It was reported to boston scientific corporation that a capio opc device was used during a pelvic floor repair procedure performed on (B)(6), 2014.according to the complainant, during preparation and outside the patient, the scrub nurse loaded a pds suture into the capio device and checked if it is properly working. The device misfired instead. The device was loaded several times using the same suture but it was unsuccessful. The nurse also had difficulty loading the pds suture in a second capio device. The procedure was completed using a second capio device and an ethibond suture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.